Manufacturer narrative:
The device was not received for evaluation at zoll. The data file was provided for review. During the investigation it was noted that based on the data file review, it was concluded that the device worked as designed and within the limitations of the technology. The complaint is closed as meets device specification. No emerging trend based on similar reports.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.